Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 01/24/2014. The strip lot #d6160225-1 was manufactured on 02/25/2016 and expired in 02/2018. Ok biotech received no complaints from same manufacturing batch of strips . We tested the retain strips of the lot #d6160225-1 . The control solution tests for level low were 50/53 mg/dl; for level high were 248/234 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 at 2:00 pm after receiving a reading in the 500 mg/dl from the prodigy diabetes glucose meter. The end user could not talk or stand; therefore, the paramedics were called. The paramedics performed a blood glucose test with their meter but she could not recall what the actual result was. The paramedics administered IV fluid to assist with stabilizing her blood glucose levels. No further details were provided in regards to the medical event.

Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.0¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strips lot# d160526-1). The control solution tests for level low were 61/56 mg/dl, for level high were 243/238 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. Becasue patient did not return her strips, we tested the suspected meter with retain strips(same strip lot number as patient's reporting strip, lot#d6160225-1). The control solution tests for level low were 50/53 mg/dl, for level high were 248/234 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
This is a supplemental report to initial report 3005862821-2017-00011 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on 02/14//2017 and an investigation results of the suspect devices were completed by ok biotech.